Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82193108 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 4mm x 6cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured during an inflation to 8 atmospheres (atm). The device was then replaced with a non-cordis balloon catheter which was successfully used. There was no reported injury to the patient. A 2mm non-cordis balloon catheter was used for pre-dilation of the lesion prior to the use of the saberx pta balloon catheter. It was reported that there was difficulty crossing the lesion with the saberx pta balloon catheter; however, the device was able to reach the lesion. This was during a procedure to treat a 90% stenosed shunt lesion which had moderate calcification but no vessel tortuosity. The lesion was not a chronic total occlusion (cto). The device was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. There was no resistance or friction experienced during insertion of the device and the device did not kink during its use. The device was able to be removed easily from the patient and remained in one piece during its removal. The device was discarded and will not be returned.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 4mm x 6cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured during an inflation to eight atmospheres (atm). The device was then replaced with a non-cordis balloon catheter which was successfully used. There was no reported injury to the patient. A 2mm non-cordis balloon catheter was used for pre-dilation of the lesion prior to the use of the saberx pta balloon catheter. It was reported that there was difficulty crossing the lesion with the saberx pta balloon catheter; however, the device was able to reach the lesion. This was during a procedure to treat a 90% stenosed shunt lesion which had moderate calcification but no vessel tortuosity. The lesion was not a chronic total occlusion (cto). The device was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. There was no resistance or friction experienced during insertion of the device and the device did not kink during its use. The device was able to be removed easily from the patient and remained in one piece during its removal. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82193108 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification with 90% stenosis may have contributed to the reported event. Additionally, the procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and are therefore, often resistant to balloon expansion increasing the likelihood of damage to the balloon. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.